Manufacturer narrative:
The returned device was evaluated and no damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause skin irritation at the infusion site. The exact cause of the reported event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 291 mg/dl. In addition the patient had a bump at the insertion site. As treatment, the patient administered a bolus of 3 units of insulin and applied a new pod.